Event description:
The surgeon implanted a silicone lens model aq5010v and was torn during implantation. The lens was removed without patient injury. An msi-tm injector was used and the lot number is unknown. An aq-288 cartridge was used and the lot number is unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed the optic was torn off missing.